Event description:
It was reported the patient was unable to adjust stimulation. Display showed "call your doctor" icon on screen. It was reported there was a power on reset (por) condition. The patient was unable to clear the por with the patient programmer. It was also reported they were unable to make adjustment with the antenna attached. A couple days later it was reported the problem was ongoing. A couple weeks later it was reported the device was still unable to work. It was reported there was a ruptured wire inside and that the battery in the implant was "faltering." After discussion with the health care provider the patient decided to leave the device implanted and not have it removed. It was reported the patient did not feel "the device worked for her, although it may have helped somewhat." Patient felt "funny" about leaving the implant in her body when it was not doing anything. Patient did not think they wanted it replaced since there was no big improvement. Patient did not know how the device got broken or how the batteries went "down." It was reported patient was "ok" with their current situation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v387389, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).